Event description:
The customer reported erroneous/imprecise total thyroxine (tt4) and/or thyroid stimulating hormone (tsh) results were generated on a unicel dxl800 access immunoassay system and an access 2 immunoassay system for one patient. This report is two of three and represents the imprecise tsh results generated for one patient on a unicel dxl800 access immunoassay system. The initial tsh result was within the normal reference range of the assay. Upon repeat on the same instrument, the repeat result was also within the normal reference range. Collectively the results did not re-produce within labeled tsh assay precision claims. A second sample was drawn using a heterophile blocker tube on the following day. The result was within the normal reference range of the assay. The first sample's initial result was reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected in a plasma gel separator tubes and was centrifuged prior to testing. The samples were refrigerated between the initial and repeat testing and one of the samples developed some precipitate during storage. The sample were re-centrifuged prior to repeat testing. The instrument assay quality control results initially did not recover within the customer's established specification range during the timeframe of the event, however, upon repeat generated acceptable results.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of instrument performance data indicated that the instrument system check executed before and after the event generated acceptable results in relation to customer established specifications. While sample handling and sample integrity may have been contributing causes to this event, a definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-04849, 2122870-2011-04850, 2122870-2011-04851.